Event description:
It was reported by a vns patient that she fell and heard her implant ¿crack¿. She stated she saw a neurologist and that he cracked it more. She provided that he device is causing her a lot of pain in her chest and neck. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed wrong brand name of the device. Type of device (name), corrected data: initial report inadvertently listed wrong name of the device. Model #, corrected data: initial report inadvertently listed wrong model number of the device. Serial #, corrected data: initial report inadvertently listed wrong serial number of the device. Lot #, corrected data: initial report inadvertently listed wrong lot number of the device exp date, corrected data: initial report inadvertently listed wrong expiration date of the device. UDI #, corrected data: initial report inadvertently listed a UDI number for the device. Corrected data: initial report inadvertently listed the wrong implant date for the device. Device manufacture date (mo/day/yr), corrected data: initial report inadvertently listed the wrong device manufacturing date.

Event description:
It was reported that device diagnostics were performed on the patient's device and the device diagnostics were within acceptable ranges.